Manufacturer narrative:
A correlation between the reported gastrointestinal (gi) bleed and the device could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The (B)(4). Approximate age of device- 90 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was presented to the ER on (B)(6) 2017, with complaints of dark colored stool for 3 days and was lightheaded. On admission, the patient¿s hemoglobin was 9.1 g/dl with an inr of 5.1. Patient was taking aspirin and warfarin at the time of the event. Upon admission, the patient¿s anticoagulants were held and vitamin k was given. An esophagogastroduodenoscopy performed on (B)(6) 2017 revealed a single diminutive angiodysplastic lesion without bleeding in the second part of the duodenum. The site was cauterized and hemostasis was achieved. No additional information was provided.